Event description:
Nurse punctured side of IV bag when hanging medication. Unknown amount of antibiotic medication dripped through puncture hole. Error detected 4 1/2 hours later. Physician notified. Next dose given as scheduled.